Event description:
It was reported that the customer experienced a blank display. The customer stated that she woke up in the middle of the night and that the insulin pump was completely dead. The customer stated that there was no alarm prior to the event. The customer's blood glucose was 300 mg/dl. The customer stated that she replaced the battery and received a battery out limit alarm. The customer's insulin pump went blank again, and she had to use two batteries until the insulin pump came back on. The insulin pump alarmed battery out limit again. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery. The customer stated that the display returned. Advised customer to monitor the insulin pump. Advised a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.